Event description:
Large stone grasper tip came off while using forcep laparoscopically. Jaws on grasper teeth like and sharp. Jaws open in peritoneum which also made it difficult to retrieve. This pt was brought back to o.r. Later this hosp stay for post-op bleed.